Event description:
It was reported that during a sigmoid colectomy procedure, the surgeon was not getting the insufflation that he expected. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Leak test failure the analysis results of the b11lt found that the device was returned in good visual condition. The device was functionally leak tested and failed during insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. However, a corrective action has been initiated to address the root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.